Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted (B)(6), 2011 due to facial nerve stimulation. The manufacturer became aware upon receipt of the implant registration card for the new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.